Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the reporter/patient's home care aid contacted on behalf of the lay user/patient lifescan alleging a power issue with the pt's one touch ultra2 meter. According to the reporter, the pt went to the hosp for hypoglycemia one day after the power issue began. According to the reporter, the meter stopped powering on "three days prior to original date 5-6pm." The meter's battery was replaced with "dl2032" batteries but the power issue persisted. At an unspecified time, the pt took an increased dose of insulin (40 units of unspecified insulin) as a result of the power issue; however, it is unclear why the pt would take increased dose of insulin when her meter was not powering on. The pt did not have any backup meters to use. The next day after the power issue began (at 8-9am), the pt went to the emergency room reportedly due to hypoglycemia, with symptoms of dizziness, weakness and disorientation. No details regarding the events leading to her symptoms were reported, such as her activity levels, medications, meals, and previous meter readings. The reporter was unable/unwilling to specify what type of treatment the pt received at the hosp and blood glucose results obtained at the hosp were not reported. Through troubleshooting, the customer care advocate (cca) discovered that the incorrect type of battery was used. The reporter did not have any replacement batteries and the power issue was not resolved with troubleshooting. Replacement products were sent to the pt. When the medical affairs specialist (mas) spoke with the pt's daughter at the end of the month, she provided the following info: the pt tests twice daily and takes lantus, actos, and another unk oral medication for her diabetes. She stated that her mom was admitted to the hosp on a "thursday" and released the next day. She was unable to confirm the dates of the hosp visit and when the power issue started with the meter, but she was unable to verify that info. She confirmed that the power issue began before her mom went to the hosp. She was unable to provide details to what happened before her mom went to the hosp, such as her medications, meals, activity levels, and previous meter readings. This complaint is being reported because the pt allegedly was hospitalized for hypoglycemia one day after the power issue began.